Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No excessive no delivery alarms noted. No audio / vibration anomalies were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and the pump not delivering insulin on (B)(6) 2018, with blood glucose of 432 mg/dl at the time of the incident. The customer was at 342 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as feeling sick. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The pump had severally not alarmed with a no delivery alarm throughout the week of the incident. The insulin pump will be returned for analysis.